Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis #: (B)(4): mozarc performed an evaluation of one palindrome catheter kit. A visual inspection of the returned device revealed that the catheter included in the kit was the incorrect size (28cm instead of 23cm). This was a result of a manufacturing activity, and a corrective action has been implemented to prevent this issue from reoccurring. The reported condition was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during inventory, the catheter had packaging error. The packaging was 8888145015, and actual shipment in packaging was 8888145016. The length of the product stated on the label was inconsistent (did not match) with the actual length of the product in the package. The dimension issue was that the catheter had a longer length. There was no damage to the outer packaging and inner packaging, but when the courier picked up the package, the carton could not be fitted, so the package was unpacked. Aside from the reported issue, there were no other defects/damages found on the product. There was no leak and no luer adapter issue. The catheter was not repaired. Tego was not utilized. There were no other products utilized with the device. The cleaning agent was unopened. There was no remedial action and the product was not replaced. The distributor had self-inspection and found that the product was not used by the hospital. They took back the product from the hospital. There was no patient involvement.